Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005; 4965-35 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the epicardial lead had an impedance rise from 300 ohms to 800 ohms. It was further reported a chest xray confirmed a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.